Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).